Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed test steps related to (active exhalation purge valve opened and o2 low flow). The sound abatement foam was replaced preventatively. Additionally, during the evaluation an error code in relation to (check circuit) was recorded in the device event log. The tubing was reconnected. The internal battery was depleted and charged. There was dust confirmed on the blower box. The rubber feet was missing. The handle o ring and rear case/ front case is damaged. The device came only for remediation and will be returned to the customer unrepaired.